Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm during fill tubing. Customer stated insulin was exited with manual plunger push. The customer advised to rewind pump, reinsert reservoir into pump and run load reservoir or fill tubing to at least 5.0 unit and insulin pump alarmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.